Event description:
On (B)(6) 2014 the patient reported that she was having a drain complication during treatment and stated that she was not draining. Pt stated that she thought she may have had a stroke. The patient did not verify which drain she was in or her drain volume. Initially, the pd nurse thought the patient "may have been" hospitalized because of a stroke. The pd nurse later confirmed that the patient was diagnosed with having guillain barre syndrome and the stroke could "possibly". The patient suffered leg and back pain possibly related to arthritic complaints; slurring of speech, possibly from guillain-barre syndrome; end stage renal disease, on peritoneal dialysis; and malignant hypertension. Blood pressure appears to be improving slowly. No add'l info related to this hospitalization was available at this time.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Per the patient's peritoneal dialysis nurse the patient was admitted to the hospital and diagnosed with guillain barre syndrome. At present, there is not enough info to determine if the cycler or the cycler set could be related to guillain barre syndrome. Due to lack of info a MDR's will be filed against the cycler while undergoing review by post market clinical departement and mfg plant.